Event description:
It was reported that during an unknown procedure, the customer complained that one "cracked off" first like it was used. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did only cannula "crack off" or did any other part of device (such as housing) crack off? Did any part fall into patient? If part fell into patient, was part retrieved? Will all components of device be sent back for analysis?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the 512rt sleeve was returned broken at the threaded area. The broken part of the sleeve was received along with the sleeve. No conclusion could be reached as to what may have caused the breakage of the sleeve.